Event description:
An optometrist reported a patient experienced an allergic reaction with use of this product. The optometrist's technician reported the patient was fitted with new contact lenses and given a trial kit of this product. She stated the patient returned two days later with a report of "chemical burn", information given to her at an emergency room (ER) she visited the night before. She reported the patient exhibited symptoms of inflammation, burning, itching, swelling, and very watery eyes. The technician stated the patient was diagnosed with "reaction to solution" and asked to discontinue contact lens wear for a week. She reported the patient was also treated with lubricant eye drops four times daily. The technician indicated the patient has used this product in the past. A second optometrist reported the patient's eyes looked like she had an "acidic chemical burn". He stated that upon examination of the patient's eyes, he observed "no loss or breach of epithelial cells", "no indication of infection", "no white blood cell response", and "no effect on the anterior chamber". He reported the patient was prescribed an ophthalmic antibiotic ointment at the ER. He stated he did not prescribe any other medication to the patient.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. Batch records were reviewed for lot 163688f and no deviations were identified. The chemistry and microbiology test results were reviewed and found to be acceptable. There are no similar reports for this lot. Evaluation of retention sample from this lot is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 05/13/2009.